Event description:
It was reported that, this right ventricular (rv) lead triggered an alert due to high shock impedances out of range after a shock treatment for ventricular fibrillation (vf). Upon review, another alert was found months before. A fracture is suspected. The technical services (ts) discussed troubleshooting options. This rv lead remains in service. No adverse patient effects were reported.